Manufacturer narrative:
Visual examination of the complaint device was performed and no issues were noted to the device. The balloon was fully attached to the catheter. A functional analysis was performed and the balloon was found to have a pinhole. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon burst and balloon material detached into the patient. The detached pieces were retrieved with a different device, and the procedure was completed with another hurricane rx balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon burst and balloon material detached into the patient. The detached pieces were retrieved with a different device, and the procedure was completed with another hurricane rx balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.